Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens with diopter -14.50/+4.0/091 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. The problem was resolved. The reporter did not give a cause for this event.

Manufacturer narrative:
Claim# (B)(4).